Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient performs pd therapy by themselves and is wheelchair-bound (with implied mobility difficulty), aseptic technique ¿was broken¿. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the peritonitis event. The same day as event onset, the patient was treated empirically with intravenous (IV) amikacin and IV vancomycin (doses and frequencies not reported). Dianeal therapy was ongoing. At the time of this report the patient was recovering from this peritonitis event and antibiotic therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
The treatment with amikacin was stopped and was changed to meropenem (intravenously (IV), doses and frequencies not reported) for the event for peritonitis. Sixteen days after the onset, treatment with vancomycin and meropenem was stopped and the patient was considered recovered from peritonitis. At the time of this report, pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.